Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output one day after implant. The patient is pacemaker dependent and experienced a short period of asystole. An invasive procedure was performed to explant the ipg.